Event description:
The customer reported that a donor death occurred off-site approximately three hours after a plasmapheresis procedure on a rika device. Per the customer, another donor at the site reported the death to an operator, who escalated the information to management. The donor was reported as well and healthy and passed all vitals associated with the donation. It was reported that the donor's blood pressure was 168/87 and pulse was 94. The procedure was completed with no adverse events reported during the donation. The cause of death is unknown and autopsy report is not available per the customer. Full patient ID: (B)(6) this report is being filed due to patient death, although per the current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a service technician checked out the device at the customer site. The technician completed a functional checkout of the device. A terumo bct engineer reviewed the functional check out log files and confirmed the device is working as intended and found nothing anomalous in the work order (wo) history. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports of similar occurrences. The device serial number history report indicates no further related issues have been reported for this device. There is no evidence to indicate that the rika device caused or contributed to the donor's death. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a service technician checked out the device at the customer site. The technician completed a functional checkout of the device. A terumo bct engineer reviewed the functional check out log files and confirmed the device is working as intended and found nothing anomalous in the work order (wo) history. Based on the clinical and investigation findings, terumo bct global medical safety concluded that the rika device performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused these adverse events. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports of similar occurrences. The device serial number history report indicates no further related issues have been reported for this device. The history of the separation set lot 2406191161 and plasma bottle lot 2403301001 were reviewed and there have not been any recalls for these lots. The functional check out of the log files was completed and it was confirmed that the device was working as intended. The log file shows that outside of a single 4602 access pressure is low alarm, no unplanned operator interactions occurred during the 39minute and 36 second procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Possible causes include but are not limited to: * the donor's underlying disease state * an undisclosed medical condition.

Event description:
The customer reported that a donor death occurred off-site approximately three hours after a plasmapheresis procedure on a rika device. Per the customer, another donor at the site reported the death to an operator, who escalated the information to management. The donor was reported as well and healthy and passed all vitals associated with the donation. It was reported that the donor's blood pressure was 168/87 and pulse was 94. The procedure was completed with no adverse events reported during the donation. The cause of death is unknown and autopsy report is not available per the customer. Full patient ID: (B)(6). This report is being filed due to patient death, although per the current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The collection set is not available for return because it was discarded by the customer.